Event description:
The facility reports that a patient developed swelling and blistering of the lips during a dental procedure. The dentist was wearing latex gloves. The pt has had dental procedures in the past with no symptoms. The facility reports that they used a rubber dam in the pt's mouth for the first time.